Manufacturer narrative:
Follow up information received on 18-apr-2016: quality-safety evaluation of product technical complaint: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported events and a quality defect. Follow-up received on 09-may-2016: a medical record was received. Patient's initial and date of birth were added. She had a history of ovarian cyst, ectopic pregnancy while ring birth control which required laparoscopy salpingo-oophorectomy on right side, recurrent miscarriage, polycystic ovary and wisdom tooth. She drinks alcohol 1-2 times per month and never smoked. It was reported that patient complained of painful periods, pelvic pain, cervical cyst and excess bleeding/heavy menses with clots x 5 days. She had prior diagnosis of interstitial cystitis without hematuria. On (B)(6)-2016, left tube and ovary were removed. Ablation was also performed. Cervical cyst was also removed. Company causality comment: this spontaneous and medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and pelvic pain. Essure, left tube and ovary were removed and pain resolved after surgery. These events are serious due to medical importance and listed in the reference safety information for essure. Considering abdominal/pelvic pain may occur during essure use and the fact that pain resolved after surgery (positive dechallenge), causality with essure use cannot be excluded. Since an intervention was required to remove the devices, left tube and ovary, this case is regarded as incident. Additionally, other serious event (cervical cyst) and non-serious events were reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported events and a quality defect. Further information was requested.

Manufacturer narrative:
Follow up 30-jun-2016: no new information was provided. Case closed. Company causality comment: this spontaneous and medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and pelvic pain. Essure, left tube and ovary were removed and pain resolved after surgery. These events are serious due to medical importance and listed in the reference safety information for essure. Considering abdominal/pelvic pain may occur during essure use and the fact that pain resolved after surgery (positive dechallenge), causality with essure use cannot be excluded. Since an intervention was required to remove the devices, left tube and ovary, this case is regarded as incident. Additionally, other serious event (cervical cyst) and non-serious events were reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported events and a quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a physician in united states on 08-mar-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date for permanent contraception. On an unspecified date the patient experienced abdominal pain; doctor touched right side and said the patient's pain was there. On an unspecified date, essure and tubes were removed. Pain resolved after surgery. Company causality comment: this spontaneous and medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Essure and tubes were removed and pain resolved after surgery. This event is serious due to medical importance and listed in the reference safety information for essure. Considering abdominal pain may occur during essure use and the fact that pain resolved after surgery (positive dechallenge), causality with essure use cannot be excluded. Since an intervention was required to remove the devices and tubes, this case is regarded as incident. Further information and technical analysis were requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.